Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch2 meter casing cracked and/or broke. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient informed the mss that the subject meter broke into pieces after it fell off of the kitchen counter. The patient reported that the event occurred on the morning of (B)(6) 2013. The patient manages her diabetes with oral medication, diet and/or exercise. As a result of the issue, the patient claimed she was unable to test. It is not known if the patient made any changes to her usual diabetes management regimen. The patient reported feeling sweaty approximately 1 or 2 hours after the meter broke. The patient informed the mss that she associated the symptom with a low blood glucose. She stated she drank some orange juice and then laid down in response to not feeling well. The patient confirmed feeling better afterwards. During the follow-up call, the patient informed the mss that she discarded the meter after it broke. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.